Event description:
Boston scientific received information that during a recent device change our procedure for normal battery depletion, both the right atrial (ra) lead and right ventricular (rv) lead's fell apart at explant. Both leads were abandoned and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.